Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6 - results - 114 is based upon the evaluation of user facility information; 213 is based upon functional testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of the user facility information; 67 is based upon functional testing of the returned sample. One 119 cm 6fr r2p destination sheath and dilator were returned for product evaluation. The device was returned with the sheath shaft, hub assembly, and dilator fully mated together and firmly locked. There were no anomalies observed on the 3wsc, side tube, or the hub of the device. Functional testing was performed. The dilator was removed from sheath and sheath shaft and the hub assembly were re-assembled without issue. The sheath firmly locked onto hub assembly. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the r2p destination slender stopcock would not tighten. The patient was fine. The procedure was completed successfully. Another sheath was opened, and the procedure was completed. Additional information was received on 27feb2020. This was a radial to peripheral case.